Manufacturer narrative:
Device used for treatment and not diagnosis. The manufacturing documents were reviewed and no complaint related issues were found. The device was returned and the investigation is ongoing.

Event description:
A device report from (B)(4) indicated a hospital in (B)(6) reported: during a procedure the tip of the screwdriver broke off in the head of the screw. The screw was removed, another selected and was implanted. There was no delay in the surgery and no consequence to the patient. The screw and tip of the screwdriver were discarded by the facility.

Manufacturer narrative:
This device is used for treatment, not diagnosis. The present screwdriver was as far as possible analyzed for conformance to print specifications as well as the device history record was researched; no abnormal findings were identified. Manufacturing and inspection records indicated no problems with this in july 2004 manufactured lot. The fracture face is homogeneous which indicates material conformity. Based on these findings we conclude that the cause of failure is not due to any manufacturing non-conformances. The breakage runs diagonal through the hexagon. This indicates that too much lateral stress was applied onto this device and that finally a mechanical overload caused this breakage. There are clearly visible wear marks at the remainder of the hexagon visible. So wear and tear by intense use over the years could also have played a certain role. No product fault could be detected.